Event description:
Medical affairs was unable to get in contact with the patient and sent a letter to obtain more clinical information. The pt called alleging that segments were missing on the meter. The pt was unable to test on the meter and contacted emergency services for assistance. Pt did not reveive any treatment and no information what the reading was on the emt's device. This case is being reported as a malfunction, since segments were missing on the meter. There is no evidence of a serious injury at this time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.